Event description:
It was reported by nurse to the sales representative that a patient wore a jejunostomy tube and had applied other company's dressing on, which was replaced by company¿s foam dressing, however, an absorption problem encountered with the dressing, and which caused an allergy to the adhesive with small pimples (which was most likely moisture associated dermatitis, commonly presenting as a red, sore rash in the area (similar to diaper rash). This type of skin damage could also present with superficial skin loss and pimples in the area.) The treatment with company¿s foam dressing was discontinued and replaced with company¿s another dressing. The duration of use was unknown. No photograph is available at this time.

Manufacturer narrative:
Common device name: dressing, wound, hydrophilic. Complainant street address: (B)(6), complainant city: (B)(6), complainant country: (B)(6), complainant postal code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).